Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance at 125 ohms. The past year trending shows a variation between 95 and 125 ohms with no evidence of noise on the stored electrograms (egms). The stored atrial tachy response (atr) episodes show false events with atrial lead noise. Recommended further evaluation on the shock lead. At this time, the device and leads remain in service. No adverse patient effects were reported.